Event description:
It was reported that the device had an intermittent display failure and logged several event codes in the memory. There was no patient use associated with the event.

Manufacturer narrative:
The device was returned and further evaluated at physio-control's manufacturing facility. Review of the device diagnostic record verified intermittent occurrence of the reported failure. However, further extensive testing was unable to duplicate the reported issue. A conclusive cause of the reported problem could not be determined.

Manufacturer narrative:
(B)(4). Physio-control's initial device inspection was unable to verify the reported intermittent failure. Physio continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.